Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the peeling of the coating was likely caused by the following stress being applied to the insertion point: - physical stress such as rubbing or hitting the insertion part. - chemical stress caused by reprocessing not recommended in the instructions for use. - stress caused by poor storage conditions (direct sunlight, high temperature, high humidity, x-rays, uv rays, etc.). The event can be prevented by following the instructions for use which state: "3.3 inspection of the endoscope: 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the coating of the insertion tube peeling off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.